Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices had migrated from the fallopian tube into the uterus") in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in hip. Concomitant products included esomeprazole magnesium (nexium), hyoscyamine, naratriptan, omeprazole (zegerid) and valaciclovir hydrochloride. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), fatigue ("chronic fatigue"), menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the pelvic pain, fatigue, menorrhagia and vaginal haemorrhage had resolved. The reporter considered device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, and events: abnormal bleeding (vaginal), dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure devices had migrated from the fallopian tube into the uterus / migration of essure device location of device: endometrium") in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included supraventricular tachycardia, acid reflux (oesophageal), vaginal discharge (she says vaginal discharge is yellow, funky smell), candidiasis (bacterial vaginitis), mood swings, premenstrual syndrome, post coital bleeding (light pink bleeding with intercourse), breast mass, midcycle bleeding, iga deficiency (iga deficiency (279.01)), irritable bowel syndrome, headache, vaginal pain (the vaginal pain is aggravated by intercourse), gastroesophageal reflux disease, fever chills, vaginal irritation, menses irregular with excessive bleeding, dysfunctional uterine bleeding, endometrial polyp, uterine dilation and curettage (benign endometrial polyp and fragments of endocervical and ectocervical mucosa.), periumbilical pain, abdominal distension gaseous, ovarian cyst, mixed connective tissue disease, dysplasia, colitis, blood urine, libido decreased, hair loss, asthma and cesarean section. Previously administered products included for an unreported indication: yaz, metrogel, valtrex, astelin, advair, omeprazole and singulair. Concurrent conditions included pain in hip, musculoskeletal pain, arthralgia, migraine since (B)(6) 2004, seasonal allergy since (B)(6) 2013, herpes simplex since 1998, pain of extremities, dizzy, fainting, weight gain and cold intolerance. Concomitant products included cetirizine hydrochloride since 1998, esomeprazole magnesium (nexium), hyoscyamine, naratriptan since (B)(6) 2004, omeprazole (zegerid) and valaciclovir hydrochloride. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced complication of device insertion ("difficulty inserting one of the devices"). In (B)(6) 2010, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2016, the patient experienced menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) (B)(6) 2016/salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion and complication of device insertion outcome was unknown and the pelvic pain, fatigue, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered complication of device insertion, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure device is entered through the operative port and placed in the standard fashion into the left tube, there is some evidence of remaining coils outside of tbe tubal ostia, which are approximately 13, within normal for the procedure. The same procedure is performed that was on right tube on the left tube with initial application unsuccessful and second application was successful with approximately three coils left outside the tube. As per mr: date: (B)(6) 2004 test: dg hysterogram. Clinical data: evaluate tubes post essure placement. Impression: no evidence for tubal patency post essure implant placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus and bilateral fallopian tube, cervix. Ultrasound scan - on (B)(6) 2008: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet received. Outcome of event dysmenorrrhea was updated from "unknown" to "recovered/resolved". Event ¿ difficulty inserting one of the devices¿ was newly added. Reporter information updated. Other relevant history and product information details updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure devices had migrated from the fallopian tube into the uterus / migration of essure device location of device: endometrium") in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in hip, musculoskeletal pain, arthralgia, migraine since 2004, seasonal allergy since (B)(6) 2013, herpes nos since 1998, pain of extremities, dizzy, fainting, weight gain and cold intolerance. Concomitant products included cetirizine hydrochloride (zyrtec) since 1998, esomeprazole magnesium (nexium), hyoscyamine, naratriptan since 2004, omeprazole (zegerid) and valaciclovir hydrochloride. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2016, the patient experienced menorrhagia ("excessive bleeding during menstruation"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion and dysmenorrhoea outcome was unknown and the pelvic pain, fatigue, menorrhagia, vaginal haemorrhage and dyspareunia had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet and mr received, patient relevant information and event migration of essure device location of device: endometrium, dyspareunia (painful sexual intercourse) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices had migrated from the fallopian tube into the uterus") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), fatigue ("chronic fatigue") and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, fatigue and menorrhagia outcome was unknown. The reporter considered device dislocation, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.